Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness, coughing, difficult to breathe. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged nasal/throat irritation or soreness, coughing, difficult to breathe. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was care orchestrator data was unavailable, light amount of dust/dirt around the air inlet and iso port, grey film contaminant on the top enclosure and front panel, water ingress in the blower box and dark contaminant found at blower seal on blower box mentioned visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.

Manufacturer narrative:
The manufacturer submitted the incorrect investigation codes in previous report. In this report, section h6 medical device problem code has been updated in this report. Type of investigation, investigation findings and investigation conclusion has been corrected to reflect the right information.